Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy periods"), anaemia ("anemia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and migraine ("menstrual migraines") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, allergy to metals, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, headache, nausea, neoplasm, visual impairment, weight increased and migraine outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia and anaemia had resolved. The reporter considered allergy to metals, alopecia, anaemia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, neoplasm, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and (B)(6) 2010 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- breakage/ expulsion- breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, psych injury, fatigue, gi conditions, hair loss, dental probs., headaches, nausea, tumors, vision probs, weight gain, menstrual migraines, did not undergo confirmation test. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1992 to 2010. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy periods / abnormal bleeding (menorrhagia)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs / vision/eye problems type: vision declining"), migraine ("menstrual migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dermatitis allergic ("rashes or skin conditions type: nickel allergy rashes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("irritable bowel syndrome"), vertigo ("vertigo"), feeling abnormal ("brain fog") and vulvovaginal pain ("vagina pain") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and uterine neoplasm ("tumor / teratoma / cancer type: 12.5 lb uterine tumor"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, diverticulitis, allergy to metals, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, headache, neoplasm, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dermatitis allergic, ovarian cyst, uterine neoplasm, vaginal discharge and vulvovaginal pain outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, anaemia, fatigue, nausea, migraine, irritable bowel syndrome, vertigo and feeling abnormal had resolved. The reporter considered allergy to metals, alopecia, anaemia, anxiety, depression, dermatitis allergic, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, neoplasm, ovarian cyst, psychological trauma, tooth disorder, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and (B)(6)2010 (pfs). Per fu (B)(6) 2020, essure insertion date: (B)(6) 2010 (sic). Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression & anxiety, rashes or skin conditions type: nickel allergy rashes, reproductive system disorder or condition type of disorder or condition: ovarian cysts, tumor / teratoma / cancer type: 12.5 lb uterine tumor, vaginal discharge, gastrointestinal or digestive system condition type: diverticulitis, irritable bowel syndrome, vertigo, brain fog, vagina pain. Outcome of event nausea, fatigue were updated. Concomitant drug, medical history, reporter information, aka name, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage / my coils are broken in pieces') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1992 to 2010. In 2005, the patient had essure (ess205) inserted. In may 2010, the patient experienced nausea ("nausea"), visual impairment ("vision probs / vision/eye problems type: vision declining, deteriorating vision.") And migraine ("menstrual migraines / migraine headache"). In (B)(6) 2010, the patient experienced dermatitis allergic ("rashes or skin conditions type: nickel allergy rashes"), feeling abnormal ("neurological conditions or problems type: brain fog") and rash erythematous ("red, itchy rashes all over body"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy periods / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and vertigo ("neurological conditions or problems type: vertigo") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2010, the patient experienced diverticulitis (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition- type: irritable bowel syndrome"). In (B)(6)2011, the patient experienced tooth disorder ("dental probs") and cerebral cyst ("other injury (ies) or complication(s)- please describe: brain cyst"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2019, the patient was found to have neoplasm ("tumors/ teratoma/ cancer- type") and uterine neoplasm ("tumor / teratoma / cancer type: 12.5 lb uterine tumor") and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), vulvovaginal pain ("vagina pain") and menopausal symptoms ("symptoms of menopause before hysterectomy"). The patient was treated with surgery (hysterectomy (full) via davinci, salpingectomy (bilateral removal of fallopian tubes)leaving ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, psychological trauma, gastrointestinal disorder, headache, neoplasm, visual impairment, weight increased, female sexual dysfunction, anxiety, vulvovaginal pain, cerebral cyst, menopausal symptoms and rash erythematous outcome was unknown, the diverticulitis was resolving and the dysmenorrhoea, dyspareunia, menorrhagia, anaemia, allergy to metals, fatigue, alopecia, tooth disorder, nausea, migraine, vaginal haemorrhage, depression, dermatitis allergic, ovarian cyst, uterine neoplasm, vaginal discharge, irritable bowel syndrome, vertigo and feeling abnormal had resolved. The reporter considered allergy to metals, alopecia, anaemia, anxiety, cerebral cyst, depression, dermatitis allergic, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, nausea, neoplasm, ovarian cyst, psychological trauma, rash erythematous, tooth disorder, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and (B)(6) 2010 (pfs). Per fu (B)(6) 2020, essure insertion date: (B)(6) 2010 (sic). Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - in june 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2020: pfs and social media received. New events: other injury (ies) or complication(s)- please describe: brain cyst and menopausal symptoms were added. Onset dates and event verbatim for events were updated. Outcome for nickel allergy rash, vaginal discharge, hair loss, uterine tumor, ovarian cyst, abnormal bleeding (vagina), anxiety, depression, dental problem updated to recovered/ resolved and diverticulitis updated to recovering/resolving. Event of did not undergo confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage / my coils are broken in pieces') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1992 to 2010. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"), visual impairment ("vision probs / vision/eye problems type: vision declining, deteriorating vision.") And migraine ("menstrual migraines / migraine headache"). In (B)(6) 2010, the patient experienced dermatitis allergic ("rashes or skin conditions type: nickel allergy rashes"), feeling abnormal ("neurological conditions or problems type: brain fog") and rash erythematous ("red, itchy rashes all over body"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy periods / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and vertigo ("neurological conditions or problems type: vertigo") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2010, the patient experienced diverticulitis (seriousness criterion medically significant) and irritable bowel syndrome ("gastrointestinal or digestive system condition- type: irritable bowel syndrome"). In (B)(6) 2011, the patient experienced tooth disorder ("dental probs") and cerebral cyst ("other injury (ies) or complication(s)- please describe: brain cyst"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2019, the patient was found to have neoplasm ("tumors/ teratoma/ cancer- type") and uterine neoplasm ("tumor / teratoma / cancer type: 12.5 lb uterine tumor") and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), vulvovaginal pain ("vagina pain") and menopausal symptoms ("symptoms of menopause before hysterectomy"). The patient was treated with surgery (hysterectomy (full) via davinci, salpingectomy (bilateral removal of fallopian tubes)leaving ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, psychological trauma, gastrointestinal disorder, headache, neoplasm, visual impairment, weight increased, female sexual dysfunction, anxiety, vulvovaginal pain, cerebral cyst, menopausal symptoms and rash erythematous outcome was unknown, the diverticulitis was resolving and the dysmenorrhoea, dyspareunia, menorrhagia, anaemia, allergy to metals, fatigue, alopecia, tooth disorder, nausea, migraine, vaginal haemorrhage, depression, dermatitis allergic, ovarian cyst, uterine neoplasm, vaginal discharge, irritable bowel syndrome, vertigo and feeling abnormal had resolved. The reporter considered allergy to metals, alopecia, anaemia, anxiety, cerebral cyst, depression, dermatitis allergic, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, nausea, neoplasm, ovarian cyst, psychological trauma, rash erythematous, tooth disorder, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and 1-mar-2010 (pfs). Per fu 18-feb-2020, essure insertion date: (B)(6) 2010 (sic). Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion- breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy periods"), anaemia ("anemia"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and migraine ("menstrual migraines") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, allergy to metals, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, headache, nausea, neoplasm, visual impairment, weight increased and migraine outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia and anaemia had resolved. The reporter considered allergy to metals, alopecia, anaemia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, neoplasm, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and (B)(6) 2010 (pfs) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.